Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported activation issues cannot be established as the product is not available for analysis. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ams 800 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence. An artificial urinary sphincter (aus) replacement surgery was performed to address the problem. During the replacement, the encountered problems activating the pump as it did not refill properly when cycled. The procedure was completed successfully using an alternate pump.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product malfunction could not be identified as the most probable cause of the reported events as there was no malfunction found with the components during the product analysis. Urinary incontinence is included as potential adverse events within the product labeling; therefore, it was concluded that the reported event is a known inherent risk of the device. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump component was visually and microscopically inspected and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump passed functional testing and performed within product specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence and altered therapeutic response as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence. An artificial urinary sphincter (aus) replacement surgery was performed to address the problem. During the replacement, the physician encountered problems activating the pump as it did not refill properly when cycled. The procedure was completed successfully using an alternate pump.